Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip in 2004 and approximately five to seven years following her right total hip replacement she began to experience pain, discomfort, weakness and numbness in her right leg and hip area. It is further alleged that on (B)(6) 2018 she received correspondence from the hospital that an extended voluntary recall had been issued for one of the components in her hip implant. She underwent blood testing which allegedly revealed extremely elevated cobalt levels and was revised on (B)(6) 2018.